Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there were no motorized movements of the system. Review of the system log file showed that there was a collision detected error. Upon troubleshooting, fse found that the amcs and the 2ny (satellite power distribution unit) x11 has no power. Fse changed the 2ny x11 to x22 but still longitudinal movement was not available. Analysis of log file again showed clea2 post error [item=frtlong:driveampstatetest]. Fse found the issue was due to defective amc(1spc) because of non-starting or too slow starting-up of the 24v power supply in the amc drive (1spc). Fse replaced the amc drive and after replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there were no motorized movements of the system available. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.